Event description:
It was reported to philips that the system failed to boot up properly. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the event occurred on (B)(6) 2025. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. A philips field service engineer (fse) inspected the system on-site and identified that the host pc was not starting, preventing the entire system from booting up. To resolve the issue, the fse replaced the host pc. The system was returned to use in good working order and ready for clinical use. The analysis of the log file revealed that the host pc did not start up, confirming the reported malfunction. The host pc was returned for further analysis. Testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.